Manufacturer narrative:
During functional testing, the platform failed due to a system error, out of service, revert to manual CPR, (latch error 136 - internal parameter corrupted) was observed upon powering on the device. The fault was found to be due to the defective processor board. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, missing screws were observed on the bottom cover. The autopulse platform is a reusable device and was manufactured in 2005 and is 13 years old, well beyond the expected service life of five years. The processor board will not be replaced due to part availability. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During the initial functional testing of the returned autopulse platform (sn (B)(4)), the 'system error, out of service, revert to manual CPR' error message displayed on the screen upon power on.